Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00404880_1644408-2023-00439; 520-50-218, s802 - device failed, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Failed anatomic.